Manufacturer narrative:
Integra has completed their internal investigation on november 8, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; received complete model s dermatome kit including the tool set, width clip set, cord set and a guard. The case was not returned with the kit. Dermatome passed the function test. Width clip set found in good condition with no nicks or scratches along the cutting edge of the clips or head assembly. Head was found in-tolerance on all points during calibration check. Internal hand piece assemblies found in good condition and pass function test. Could not confirm complaint, unit was found in perfect working condition with no sign of potential issues that would cause the shredding of tissue during a procedure. Motor is strong, oscillating pin found free from damage, the blade bed has a small scratch from the blade that was noted during last repair. No sign of blade use or installation issues. Recommend pm service and replace cable tie on end cap, warranty due to time in service. DHR review; no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr's, variances or rework. Complaints history; no manufacturing or design related trend has been identified. Conclusion: could not confirm complaint, dermatome hand piece and power supply function correctly and pass amperage and voltage test. Width clips and head assembly are free from nicks or damage along the cutting edge. All assemblies were measured and found in tolerance.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the dermatome is not cutting the graft properly, that is shredding the tissue. Procedure continued as planned with another dermatome. No patient injury and no medical intervention required. No more information available.